Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the handle was retracted in order to deploy the second flange of the stent, the second flange did not expand, and the delivery system could not be removed through the scope. The physician observed yellow-brown liquid draining into the stomach. The stent and delivery system were removed from the patient along with the scope. Reportedly, the stent appeared to be stuck to the delivery system, and the second flange expanded outside of the patient after the physician used his hand to remove the stent from the delivery system. The physician did not have another hot axios stent available, so the patient's pseudocyst was drained percutaneously to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
Device code 3270 captures the reportable event of stent failure to expand. Device code 1528 captures the reportable event of delivery system difficult to remove. A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed and expanded. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the locked position. The yellow safety clip was returned. A kink was noted in the polyimide inner. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was measured to be within specifications. There were no other issues noted. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Procedural factors, such as the handling of the device and normal procedural difficulties encountered during the procedure, could have possibly affected the device performance and its integrity contributing to the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the handle was retracted in order to deploy the second flange of the stent, the second flange did not expand, and the delivery system could not be removed through the scope. The physician observed yellow-brown liquid draining into the stomach. The stent and delivery system were removed from the patient along with the scope. Reportedly, the stent appeared to be stuck to the delivery system, and the second flange expanded outside of the patient after the physician used his hand to remove the stent from the delivery system. The physician did not have another hot axios stent available, so the patient's pseudocyst was drained percutaneously to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.